Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report involves a patient who experienced cloudy effluent coincident with peritoneal dialysis. The cause of the event was not reported. The patient was hospitalized for the event and treated with unspecified intravenous antibiotics (dose, frequency, and duration not reported). The patient remained on automated peritoneal dialysis via the hospital¿s homechoice device. It was reported the patient responded well to antibiotic therapy and IV antibiotics were eventually discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The cause of death was unknown. On the date of onset, the patient was hospitalized for the peritonitis and then passed away during the hospitalization. The patient was not recovered from the peritonitis event prior to death. An autopsy was not performed. Peritoneal dialysis was ongoing up until death, but it was not reported if the patient was connected to the baxter healthcare device or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. Should additional relevant information become available, a supplemental report will be submitted.